Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the cardiomessenger was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During analysis of the cardiomessenger the observation could not be confirmed. The casing as well as the charging port showed no signs of damage or heat effects. The device could be switched on properly and the battery could be charged successfully. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. The power supply of the cardiomessenger was not returned for analysis and therefore could not be examined. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.

Event description:
Patient says device and charger became hot and the port is burned. No adverse patient events were reported. Should additional information become available, this file will be updated.